Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed downstream occlusion testing and reproduced a false downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream values. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump pressure reading was too low (4.59 psi) during testing. There was no patient involvement. No additional information is available.